Event description:
Customer reported system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the users were not shutting down system properly, pulling the power cord instead of shutting down system with power switch. System operates as intended.